Manufacturer narrative:
The observation stated in the reported event that the product was encased in granulated tissue could not be confirmed, as there was no evidence such intraoperative pictures provided, no lot number was provided, and product was not returned. If additional information becomes available, there will be another supplemental record opened. H3 other text: not available.

Event description:
It was reported that the implant was to be removed due to granulated tissue that had pushed toward the incision site.

Event description:
It was reported that the implant was to be removed due to granulated tissue that had pushed toward the incision site.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.